Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The patient died while hospitalized for an unrelated event. The cause of death was reported as cardiac failure. It was not reported if an autopsy was performed. The patient had been continuing therapy with the hospital¿s device up until the time of death. It was not reported if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.